Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose has been running high. She stated she fell down sometime last september and cracked her insulin pump. The device now has three cracks around the screen. Customer's blood glucose was 516 mg/dl. She treated with manual injections and did a complete set change, but her blood glucose remains high. Customer declined a replacement insulin pump. She stated she will speak to her doctor today about the issue. Customer declined troubleshooting for high blood glucose. Nothing further reported.